Manufacturer narrative:
Product analysis part#: 9560524, lot#: my07j001r: in the inspection at the time of receipt, the deformation of the screw thread of the handle screw was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare facility via a medtronic representative regarding a flex arm used for an med. It was reported that the arm did not fix even when the fixing bolt was tightened. There were no patient symptoms or complications as a result of the event. The product came in contact with the patient. The product was not replaced by a medtronic product. No further complications were reported / anticipated.